Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician had trouble programming a patient's generator on (B)(6) 2016. Several troubleshooting steps were taken, and they were able to program the patient's generator after 40 minutes of trying. The wand's batteries were replaced, different locations were attempted to avoid electro-magnetic interference. Only replacing the tablet's serial cable resolved the issue. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.